Manufacturer narrative:
(B)(6). Per the clinic, the patient developed recurrent infection and skin overgrowth and the implant site. The patient was prescribed oral antibiotics on (B)(6) 2015 (durations not reported). On (B)(6) 2015 the patient had procedure for excision of excess tissue. As of report on (B)(6) 2015, there was no sign of infection and skin issues were resolved. The implanted device remains. This report is filed february 19, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced tissue complications and was treated with topical antibiotics (date and duration not reported). The implanted device remains.